Event description:
A malfunction occurred on a customer's pump. Customer¿s blood glucose (bg) level was 560 mg/dl. The customer addressed the high bg level with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer received guidance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.